Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported that during impella cp implant procedure for 63-year-old female patient, the pump started well but there was a sudden drop in flow to 1l and there were continuous suction alarms. The pump position was checked and even though there were no anomalies, the pump was exchanged due to suspected occlusion of cannula. There was no reported patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the low pump flow could not be determined since the pump and data logs were not returned for investigation.